Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed troubleshooting and programming options. Therapy delivery was turned off. Subsequently, x-ray imaging was performed and the electrode was found to had become dislodged and its tip reached near the s-ICD pocket. At a later date, the electrode was explanted and a new electrode was implanted instead. No additional adverse patient effects were reported.